Manufacturer narrative:
Medtronic continues to investigate the reported malfunction.

Event description:
The customer reports the device will not turn on. Medtronic received no reports. The device was used on a patient.